Event description:
Additional information received reported the initial hospitalization/23 hour observation was due to pump implant which was standard protocol for the facility/health care provider (hcp).

Event description:
It was reported the patient was released from the hospital after 23 hour observation, the timeframe of this was not provided. The patient had walked out under their own control and was pain free. The next afternoon, the patient was un-arousable and taken by ambulance to the emergency room. It was reported that the patient experienced an altered mental status, a fever and overdose symptoms. As a result of the event the patient was hospitalized for a minimum of three days and medication intervention was required, the pump medication was turned down to minimum rate. The patient was also intubated and given narcan and oxygen. The patient was responsive to the narcan. It was noted there was no alleged product issue and no diagnostic testing/troubleshooting was required. The device system was used to deliver hydromorphone with a concentration of 10mg/ml and a dose of 1mg/ml per day. It was later reported that the patient had left the hospital and was doing better. The reporter was unaware if the pump had been turned back up. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was drug effects, restoril was listed. Interventions had included turning the pump off. It was reported the health care provider (hcp) had performed an opiate intra-spinal trial without complications. The patient was then implanted and placed on less narcotic than he had during the trial "as we were going to slowly remove him from oral dosing". It was reported "reports were" that the patient took some of his psychiatric medications and two to three restorils and then experienced "trouble". It was confirmed the patient had recovered and had experienced no further trouble since resotril and his other psychiatric medications were discontinued. For further precaution, even though the hcp had the pump shut down "and it made no difference" the hcp did remove dilaudid from the pump the next time he saw the patient and placed morphine in the device. The hcp did not believe any of "this" was related to the pump but "over-taking" of other medications was implicated. The patient was stable on his medications and pump now at this time. The patient outcome was listed as recovered without sequelae.